Event description:
It was reported that the patient presented to clinic for a routine follow up. Upon interrogation, an alert for charge time limit reached was noted. After multiple failed attempts to perform a capacitor maintenance, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitor was sent to the manufacturing site for further analysis and internal damage was found. This would account for the extended charge time.